Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-operatively, the right ventricular (rv) lead was not capturing and it was noted that on review of the x-ray, the lead was extended. The physician retracted and repositioned the lead and the lead remains in use. No patient complications have been reported as a result of this event.